Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particles inside the bags. This was identified during visual inspection of the final products at the compounding facility. The particles were further described as "small white filament" and "strand-like". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022, to july 03, 2022. H10: two (2) actual devices and three (3) photographs of the samples were received for evaluation. The returned samples were only partially filled with a solution. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Fill port caps were removed and no issue was observed of the connector or cap areas of both actual samples. The photographs were reviewed and on the right side photo of sample 1 a white irregularly shaped particle possibly of fill port material was observed in fluid path. Sample 2 image provided no clear evidence of particle matter, however baxter compounding personnel confirmed the reported issue. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.